Event description:
It was reported multiple times that the customer experienced a blood glucose (bg) level in the 40s mg/dl; cause was unknown. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.